Event description:
While wearing the external equipment, the patient reportedly experienced a loss of lock. External equipment was exchanged, but the problem was not resolved. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.